Manufacturer narrative:
(B)(4). This product is expected to be returned for analysis. This report will be updated upon return and completion of the analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this device was going to be implanted prior to the expiration date. Prior to the implant the nurse attempted to interrogate the device, but got an error message and it was not possible to interrogate the device. The device was never implanted and will be returned. No adverse patient effects were reported.